Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed watchdog set test failure. Customer was assisted with the alarm troubleshooting. Customer's blood glucose was unknown at the time of the incident. Customer stated that after alarm was cleared and insulin pump asked to rewind and process was not completed due to alarm reoccurring. Customer stated that it was the fourth alarm for the day. The alarm occurred during rewind/prime sequence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarms noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.